Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator had shut off on a patient due to the proximal pressure accuracy error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer confirmed the error in the event log. The remote service engineer (rse) rse and customer performed troubleshooting and it was discovered that the flow sensor had recently been replaced. The rse advised the customer to check the tubing. The customer then discovered that the proximal tubing and outlet tubing were not connected properly. The customer corrected the tubing placement, informing the rse they would complete testing on the device and callback if further assistance was needed. Per good faith effort (gfe) response, the customer confirmed that correcting the tubing connection had resolved the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.